Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 22-cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of failure-to-capture, pacing impedance high and sensing issue were likely caused by the confirmed fracture. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a latitude alert was triggered for this patient's ingevity lead. The patient was subsequently brought in to the hospital, and it was noted that this lead exhibited high, out-of-range pacing impedances, with no evidence of sensing or capture (at 5 v). A lead fracture was suspected (possibly due to subclavian crush); however, it could not be confirmed via x-ray. The patient was transferred to another hospital for further follow-up. Multiple attempts to obtain additional information were unsuccessful. This lead was successfully explanted and replace. The lead was return for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert from latitude monitor system was sent to the hospital. The patient was asked to attend to the hospital for a check in. During the emergent visit, it was noted that this lead exhibited high out of range pacing impedances, no capture at 5 v, and no sensing. A lead fracture due to subclavian crush is suspected, however after an x-ray it could not be confirmed. The patient will be transferred to another hospital and the next steps will be discuss. At this time, this lead remains in service. No adverse patient effects were reported. Additional information was requested to sales representative, however, all points of contacts have provided no further information